Manufacturer narrative:
As no valid lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient with this device experienced vaginal mesh exposure in the left sulcus and underwent partial excision of altis vaginal mesh. Pathology report: specimen consisted of 2 tan, rectangular, synthetic mesh fragments. 1 fragment measures 0.8 x 0.7 x 0.1 cm. The second fragment measures 1.3 x 0.7 x 0.1 cm. Gross examination only. The patient reportedly experienced further mesh exposure and underwent further revision of altis. Intraoperative findings: small area of mesh in the suburethral that was superficial to the mucosa. Pathology: specimen consisted of multiple blue mesh fragments with intertwining dense hemorrhagic tissue aggregating to 0.8 x 0.7 x 0.3 cm. Gross examination only.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow-up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: on or about (B)(6) 2023, patient underwent a surgical procedure to treat her stress urinary incontinence, during which her physician implanted an altis. The patient subsequently suffered complications associated with the pelvic mesh product, including but not limited to, pelvic and abdominal pain, erosion, extrusion, protrusion, urinary issues, recurrence, bleeding, dyspareunia, neuromuscular problems, pelvic floor dysfunction, vaginal scarring, permanent disfigurement, and difficulty with daily activities which ultimately required surgical intervention and revisions of mesh on (B)(6) 2023 and (B)(6) 2024. Patient has suffered, and continues to suffer, multiple, severe, and painful personal injuries, including, but not limited to, erosion, extrusion, protrusion, bleeding, vaginal pain, abdominal pain, pelvic pain, dyspareunia, urinary urgency and incontinence issues, neuromuscular problems, pelvic floor dysfunction, vaginal scarring, permanent physical deformity, and difficulty with daily activities which ultimately required surgical intervention and removal of mesh on (B)(6) 2023.